Event description:
A report was received that a donor with a history of 4 previous manual whole blood donations was donating on alyx, and subsequently reported a slight metallic taste during the 1st return cycle. The donor was given chewable viactiv. The donor then experienced chest pain, difficulty breathing, scratchy throat and shortness of breath during the 2nd return cycle. The donor told the staff that he "wanted to keep going"; however, the procedure was discontinued when the donor stated he was in great distress. The donor stated he was not on any medications. Symptoms of chest pain and difficulty breathing continued and 911 called. The donor was taken to the ER, received intravenous fluids, had an EKG and a chest x-ray. The blood ctr contacted the donor on an unspecified date to f/u on the donor's condition. The donor reported that he had chewed the viactiv which made swallowing and breathing difficult. The donor indicated he recovered with no sequelae.

Manufacturer narrative:
The kit was not returned for eval. A batch review showed no exceptions. The user facility physician attributed the donor reaction to a systemic allergic reaction.